Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non-company viscoelastic as a viscoelastic, which is not qualified for use with associated model, this is not a qualified alcon product combination. The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU (instruction for use), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol (intraocular lens) and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, when the lens was injected, only one haptic came out and the second one remained stuck inside the cartridge. Additional information was received by stating, the surgery was completed on same day by using another unspecified lens. There was no patient contact and harm.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).